Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to rewind the insulin pump. The insulin pump alarmed button error while filling the tubing. The customer was able to clear the alarm and finish filling the tubing. Insulin was not exiting the needle and the insulin pump alarmed no delivery. The insulin pump alarmed max delivery. Customer's blood glucose level was not reported. The device was not returned.